Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on a dimension exl with lm instrument on two patients. The initial na, k and cl results were not reported to the physician(s). The same samples were repeated on the same instrument and those na, k and cl results were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument and instrument data, the cse replaced the sample drain, t-junction tubing and checked instrument alignments. The cse determined that the customer was spinning the samples for 15 minutes, that exceeds the tube vendor specification of 10 minutes. The cse instructed the customer to follow the tube vendor specification for proper sample spinning time. The cause of the discordant sodium, potassium and chloride results was unknown. The cse successfully ran a diluent check and qc. The instrument is performing within specifications. Further evaluation of the device is not required.